Manufacturer narrative:
Manufacturing date -- february 17, 2016 ¿ february 19, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid in the bag that contained the unit. The cause of the fluid in the bag was identified to be an untightened blue winged luer cap. The cap was tightened and a leak test was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked during storage. The infusor was filled with fluorouracil and sodium chloride. The total fill volume was 46 ml. There was no patient involvement. No additional information is available.